Event description:
Reportedly, shortly after interrogation of the subject device on (B)(4) 2014, the customer attempted to view information stored in (B)(4). Several arrhythmia episodes were observed in device memories but shortly after selecting (B)(4) , the programmer (sn: (B)(4)) suddenly shut down and restarted. Upon re-interrogation of the device, (B)(4) was found to have been reprogrammed and the existing information had been cleared. Files corresponding to the initial interrogation stored on the programmer appear to be incomplete/corrupted. The customer was not able to review the device diagnostics and would like to know if any of the missing information can be recovered from the provided programmer files.

Event description:
Reportedly, shortly after interrogation of the subject device on (B)(4) 2014, the customer attempted to view information stored in aida. Several arrhythmia episodes were observed in device memories but shortly after selecting aida, the programmer (sn: (B)(4)) suddenly shut down and restarted. Upon re-interrogation of the device, aida was found to have been reprogrammed and the existing information had been cleared. Files corresponding to the initial interrogation stored on the programmer appear to be incomplete/corrupted. The customer was not able to review the device diagnostics and would like to know if any of the missing information can be recovered from the provided programmer files.